Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw 4.11e. Unit received without original battery cap. Test battery cap fits and function properly. Pump received with cracked battery tube threads and cracked case behind the pump near the battery tube compartment. Test reservoir lock properly inside the reservoir tube. Unit passed displacement test.